Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective outer tube could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii" had a green screen. The issue was found during a therapeutic laparoscopic partial gastrectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the image was green, which was caused by defective outer tube. In addition the device evaluation found: the distal end metal was scratched; the insertion tube was scratched and worn slightly and the light guide tube was damaged about 36cm away from the protector of the light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.